Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient presented to the hospital. It is alleged that her preoperative diagnosis was reducible ventral hernia. As alleged, the patients surgeon performed a repair of the hernia with mesh, plug and patch technique. It is alleged that during the operation, the patient was implanted with a bard/davol ventralex st hernia patch. The patient has suffered and/or incurred and will suffer and/or incur damages, including but not limited to: swelling, pain, stomach adhesions, scar tissue, potential future surgery and/or medical procedures to repair, remove and/or replace the bard/davol ventralex st, past and future physical pain and suffering, past and future mental anguish, permanent injury, permanent scarring and/or disfigurement, and other damages.